Event description:
The device was being used to monitor a pt with the three lead ECG cable and the device reportedly displayed a push to analyse message. When the analyse button was pressed, the device reportedly began to charge. The pt's ECG rhythm was reportedly bradycardia at 25 bpm. The device was reportedly turned off and back on and treatment was continued. There was no adverse effect to the pt as a result of the reported event.